Event description:
The rptr did back to back (rapid succession) blood glucose tests, using separate finger sticks. Rptr's results were 180 and 110 mg/dl. Rptr did not have any symptoms. Control testing was not done due to unavailability of supplies. On followup, the rptr checks the blue confirmation dot. Rptr's technique of applying blood on test strip is accurate. Rptr has been extremely infrequent on cleaning the meter. Reviewed cleaning meter and use of control solution with rptr. No harm was alleged.